Manufacturer narrative:
The hospital is unwilling to provide patient information.

Event description:
Upon noticing a patient turning blue, it was discovered that the pulse oximetry (spo2) probe connected via cable to the solar 8000m became disconnected from the unit. The spo2 cable was broken where the probe connects to the cable. The cable was replaced by the user and the unit passed the check out process. No additional information is available at this time. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.